Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: on 12/23/25, the customer referred to case (B)(4) which contains documents of a photo and separation set diagram describing the location of the leak. A photograph was submitted in lieu of the disposables set to aid in the investigation. Upon review, the reported allegation was confirmed. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot 2504012161 and found no other report for similar issues. The lot referenced in the complaint had only one occurrence of a leak in this area. However, leaks attributed to damage from flow wrapping issues or other forms of damage have been observed in additional complaint records. Correction: this specific incident was escalated to the relevant manufacturing personnel for awareness. As part of our ongoing post market compliance activities, terumo bct will continue to monitor for this type of event. Appropriate action will be taken if a trend is identified per our internal processes. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor was on donor floor waiting for the venipuncture process in the bed. The donor mentioned while she was waiting she felt liquid in her face, but didn't pay attention until the liquid was consistently splashing on her face and hands and close to her eyes and mouth. She called the phlebotomist to inform the event. During the investigation it was found that the separation set on the adjacent donor had a pinhole that produced a plasma splash. The donor was instructed by the supervisor to wash their face and hands. It was reported that the donor went to the emergency room to be evaluated and is under medication. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor was on donor floor waiting for the venipuncture process in the bed. The donor mentioned while she was waiting, she felt liquid in her face, but didn't pay attention until the liquid was consistently splashing on her face and hands and close to her eyes and mouth. She called the phlebotomist to inform the event. During the investigation it was found that the separation set on the adjacent donor had a pinhole that produced a plasma splash. The donor was instructed by the supervisor to wash their face and hands. It was reported that the donor went to the emergency room to be evaluated and is under medication. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a photograph was submitted in lieu of the disposables set to aid in the investigation. Upon review, the reported allegation was confirmed. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot 2504012161 and found no other report for similar issues. The lot referenced in the complaint had only one occurrence of a leak in this area. However, leaks attributed to damage from flow wrapping issues or other forms of damage have been observed in additional complaint records, none of which meet the criteria for reportability. Correction: this specific incident was escalated to the relevant manufacturing personnel for awareness. Root cause: a root cause assessment was performed for this complaint. The tubing defect is consistent with the material getting caught in the end seal of the flow wrap packaging, this could arise due to:*improper packaging of tubing during final assembly resulting in tubing being out of place or increasing the overall length of the tubing.*error in manual loading of final tubing assembly on the flow wrap machine.*accidental adjustment of the set location as it goes through flow wrapper.

Event description:
The customer reported that a donor was on donor floor waiting for the venipuncture process in the bed. The donor mentioned while she was waiting she felt liquid in her face, but didn't pay attention until the liquid was consistently splashing on her face and hands and close to her eyes and mouth. She called the phlebotomist to inform the event. During the investigation it was found that the separation set on the adjacent donor had a pinhole that produced a plasma splash. The donor was instructed by the supervisor to wash their face and hands. It was reported that the donor went to the emergency room to be evaluated and is under medication. The collection set is not available for return because it was discarded by the customer.